Manufacturer narrative:
D10 concomitant products: scg7ab, sonicision 7 generator b scg7ab (lot#:588707x021). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic pylorus gastrectomy procedure, the device was used without any problems from 4sb to 6, but halfway through, the sound of pressing minimum output was heard (for about 3 seconds) even though it was not activated, and the led indicator showed red. As per troubleshooting, the generator was removed once, and reconnected, but the red indicator showed and it could not be used. When checked in non sterile field, the durl button pressed down to min and was locked, but when pressed repeatedly, the button returned to the normal position and output was possible. There was no foreign object caught in it. The procedure was completed without any problems using a product from another company. An inspection report has been requested. The generator and battery were tried on another dissector, but output was possible without any problems. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo was available for evaluation. Visual inspection noted a used dissector. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the device latched on, and had no activation during the procedure. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.